Event description:
It was reported during a da vinci cholecystectomy procedure that the 5x300mm curved cannula ball broke off from the stem of the cannula. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The accessory was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The tube of the cannula and the weld between the bowl and tube had both broke. As a result, the tube was detached from the bowl. Evidence not conclusive but broken cannula may be due to likely mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the broken cannula were to recur could cause or contribute to an adverse event.